Event description:
During employee f/u, vaccine clinic needle used to vaccinate. Leaked vaccine out of syringe instead of being given to employee. This is an example of many reports of same. Route: im. Dates of use: (B)(6) 2018 - (B)(6) 2018.